Event description:
As reported via (B)(4), a patient experienced a side branch occlusion, peri-procedure myocardial infarction (mi), coronary artery spasm, and failure to cross at the time of the index procedure and stable angina at the time of the 30 day, 6 month and 12 month follow-up visits. At the time of the index procedure, angiography revealed 90% stenosis in the distal circumflex artery. The indication for the procedure was unstable angina and a positive functional test for ischemia. The lesion was described as being 40mm in length, de novo, severely calcified, and class b2 with timi 3 flow. The reference vessel was 3.0mm in diameter and severely tortuous. Per the angiographic core lab report, there was aneurysm present prior to the procedure. According to the medical records, the lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon at 16atm. Intra-coronary nitroglycerin was administered following pre-dilation. A 3.0 x 13mm cypher rx was implanted at 11atm. Intracoronary nitroglycerin was administered following stenting. A 3.0 x 18mm cypher rx was implanted at 18atm followed by intra-coronary nitroglycerin. A 3.0 x 13mm cypher rx was advanced to the target lesion, but was removed intact. The lesion was again pre-dilated with a 3.0 x 15mm balloon at 24atm followed by intra-coronary nitroglycerin. The 3.0 x 13mm cypher was then implanted at 15atm distal to and abutting the initially implanted stent. No cordis balloons were used during the procedure. The angiographic core lab reported a 23% final residual in-lesion stenosis with timi 3 flow, no dissection and presence of aneurysm. Pre-procedure, cardiac enzymes were within normal limits.

Manufacturer narrative:
Post-procedure, ckmb peaked at 6.6 (uln 3.2) and troponin I peaked at 5.8 (uln 0.4). Pre-procedure, 3rd obtuse marginal stenosis was 55% and post procedure was 85%. The medical records did not mention a side branch occlusion. It was reported that the post-procedure course was uncomplicated and the patient was discharged the day after the index procedure. According to the investigator, the coronary spasm was probably related to the index procedure and possibly related to the cypher stents. The investigator felt that the patient did not experience an mi, but the cec adjudication committee felt that the patient met the arc definition of a peri-procedure. At the time of the 30 day, 6 month, and 12 month followup visits, the patient reported experiencing angina. At the time of the 12 month follow-up a nuclear stress test treadmill test revealed cardiomegaly with normal wall motion and 71% ejection fraction. There was no reported treatment for the angina. Concomitant medications at the time of the index procedure included aspirin 81mg, lopressor 50mg twice daily, omeprazole 40mg daily, clopidogrel (during index procedure), and bivalirudin (during index procedure). Concomitant devices: 3.0 x 13mm cypher rx stent (lot 15111511) and 3.0 x 18mm cypher rx stent (lot 15128533). This is an initial/final MDR. Complaint conclusion: as reported via (B)(4), a patient experienced a side branch occlusion, peri-procedure myocardial infarction (mi), coronary artery spasm, and failure to cross at the time of the index procedure and stable angina at the time of the 30 day, 6 month and 12 month follow-up visits. This is an (B)(6) male with medical history including hypertension, angina, and family history of coronary artery disease, meniscus tear in knee, history of h. Pylori, gastroesophageal reflux disease and past smoker. At the time of the index procedure, angiography revealed 90% stenosis in the distal lcx. The indication for the procedure was unstable angina and a positive functional test for ischemia. The lesion was described as being 40mm in length, de novo, severely calcified, and class b2 with timi 3 flow. The reference vessel was 3.0mm in diameter and severely tortuous. Per the angiographic core lab report, there was aneurysm present prior to the procedure. According to the medical records, the lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon at 16atm. Intra-coronary nitroglycerin was administered following pre-dilation. A 3.0 x 13mm cypher rx was implanted at 11atm. Intracoronary nitroglycerin was administered following stenting. A 3.0 x 18mm cypher rx was implanted at 18atm followed by intra-coronary nitroglycerin. A 3.0 x 13mm cypher rx was advanced to the target lesion, but was removed intact. The lesion was again pre-dilated with a 3.0 x 15mm balloon at 24atm followed by intra-coronary nitroglycerin. The 3.0 x 13mm cypher was then implanted at 15atm distal to and abutting the initially implanted stent. No cordis balloons were used during the procedure. The angiographic core lab reported a 23% final residual in-lesion stenosis with timi 3 flow, no dissection and presence of aneurysm. Pre-procedure, cardiac enzymes were within normal limits. Post-procedure ckmb peaked at 6.6 (uln 3.2) and troponin I peaked at 5.8 (uln 0.4). Pre-procedure 3rd obtuse marginal stenosis was 55% and post procedure was 85%. The medical records did not mention a side branch occlusion. It was reported that the post-procedure course was uncomplicated and the patient was discharged the day after the index procedure. According to the investigator, the coronary spasm was probably related to the index procedure and possibly related to the cypher stents. The investigator felt that the patient did not experience an mi, but the cec adjudication committee felt that the patient met the arc definition of a peri-procedure. At the time of the 30 day, 6 month, and 12 month follow-up visits, the patient reported experiencing angina. At the time of the 12 month follow-up a nuclear stress test treadmill test revealed cardiomegaly with normal wall motion and 71% ejection fraction. There was no reported treatment for the angina. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately, this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The complaints of angina and vascular spasm were investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00278, 3003742446-2012-00279 and 3003742446-2012-00280.